Event description:
It was reported that a male patient, who had a left taa, underwent a revision procedure. The patient reported severe pain during a walk which he soon communicated the inconvenience to the surgeon, and he requested a CT scan and rx to evaluate the situation. At the radiological control the joint line seemed thinned out with respect to the standard situation, and the CT scan showed a piece of polyethylene in the ankle back side. The patient was revised to a tibial insert of same size with height of 7mm. There was breakage of the liner reported. The frontal part of the liner was removed easily with a clamp; the posterior part was removed using the tibial tubercle pin screwed into the liner. There was a 5-15 minute delay with no adverse event to the patient as a result. The patient was last known to be in stable condition following the event. Imaging was provided. The explanted device is available for return. Device images were provided. No further information is known.

Manufacturer narrative:
D10: 350-01-01e - talus - left - sz 1 - EU: 6476748. 350-31-02 - tibial plate mb sz 2 lt: 6861865. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.